Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient has two implantable neurostimulators for her brain. Poor coupling was reported. The patient stated she could not get any of the cubes to fill up. Patient services had the patient reposition the antenna over the ins on the patient¿s right side and the patient was able to get 8 boxes. Patient services had the patient reposition the antenna on the left side because they only had two boxes. The patient was able to get 6 boxes after repositioning the antenna. The patient mentioned the left side was her difficult side. Repositioning the antenna resolved the issue, and the patient had 6-8 coupling bars. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient was trying to use her implantable neurostimulator recharger (insr) to charge the implantable neurostimulator (ins)¿s but they could not get any of the coupling bars filled; they were all empty. The patient stated that she had been trying to charge her ins¿s for two days with no success. For troubleshooting, the patient repositioned the antenna over the ins¿s and turned the dial through all four positions. This resolved the issue and the patient was seeing 6-8 coupling boxes filled on both the left and right ins. Additional information as received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient needed assistance with recharging because she was getting zero coupling boxes filled in while charging. Repositioning the antenna over the implantable neurostimulator and turning the antenna dial resolve the issue, and the patient was able to get 6-8 coupling bars. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient has been having trouble charging her left implantable neurostimulator. If she does not get 8 bars,the implantable neurostimulator does not hold the charge, and she needs to charge again. The patient mentioned that whenever she does not get 8 bars, she calls the manufacturer because she knows that she is not going to get a good charge. The last time that she called, they made her turn the dial and it increased the number of coupling bars. The patient indicated that she has tried everything, and has even tried using the left implantable neurostimulator recharger on the left implant. The coupling/charging problem started (B)(6) 2018, and that she met with her health care provider about it. The patient also met with a manufacturer representative. She thought that she would get a new implantable neurostimulator, but instead, she was told that she has to wait a couple more years because rechargeable batteries last 9 years. The patient met with a manufacturer representative a couple of months prior to the report because she was not getting them charged like she should. A couple of months prior to the report, the manufacturer representative had increased the right implantable neurostimulator to 3.30 volts and the left implantable neurostimulator to 2.40 volts. The patient noticed that the left implantable neurostimulator was low on (B)(6) 2018, but it was not charging, even though she charged it over night while sleeping. The patient has been trying to charge it, and it is not charging. The patient makes sure to get at least 8 bars for coupling. The patient charges the implantable neurostimulator overnight while sleeping. She wakes up every hour to check on it because when she sleeps, it discontinues the charging. She mentioned that she is careful about not moving the implantable neurostimulator recharger antenna. She mentioned that she has to stand up to get all 8 coupling bars, and that it would take hours for her to stand up and charge, which is a long time for the patient. It was suggested that the patient try adhesive discs to help with keeping the antenna in place. Additionally, it was noted that the patient programmer was showing that her left implantable neurostimulator was very low and not charged unlike the implantable neurostimulator recharger showing that the battery is almost to the top, about 4th full. It was reviewed that there might be a little discrepancy between the patient programmer and implantable neurostimulator recharger as it charges in quartiles. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it takes "hours" to charge the ins and the patient stated that the "battery is really down" so she was charging more frequently. The patient stated that this has been going on "since 2018". The patient stated that she was working with her hcp to have the battery replaced due to this issue.